Event description:
It was reported that channel one of the pump was infusing blood at 80 ml/hr. The pump alarmed at the end of the infusion and went in the kvo mode. However it was reported that "the bag was empty and air went into the pt. An emergency procedure was initiated and 2-3 ml of air was taken from the pt." No add'l clinical info has been rec'd.